Manufacturer narrative:
For 21 of the 24 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 2 of the reported events, the anesthesia control board was replaced. To resolve the reported events, the following were replaced: the central processing unit for the display for 1 unit, the light harness and task light switch for 1 unit, the bag to vent switch assembly for 1 unit, the expiration valve membrane and gas inlet valve with magnet valve for 1 unit, the flow sensors for 1 unit, the display unit for 1 unit, the selective common gas outlet for 1 unit, the carrier board and the touch controller board for 1 unit, the consolidated ventilator interface board and the anesthesia control board for 1 unit, the consolidated ventilator interface board for 1 unit, and the carrier com express board for 1 unit. To resolve the reported events, the following actions were taken: it was recommended to replace the compact flash card on the carrier board and then download software on 1 unit, ventilation options were re-installed with a new key code on 1 unit, the cable from the anesthesia machine to the display was re-connected for 1 unit, realignment of the bellows for 1 unit, the flow sensors were calibrated for 1 unit, input connector pins were repaired for 1 unit.

Event description:
This report summarizes <noe> 24 <noe> malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced therapeutic output failure. 12 events were reported for internal error preventing mechanical ventilation, 6 events reported for error that could result in a loss of mechanical ventilation, 2 units reported for malfunction preventing volume controlled ventilation, 1 unit reported for not all ventilation modes were available, 1 unit reported for the system did not recognize the position of the bag to vent switch preventing selection of the desired mode of ventilation, 1 unit reported for the system does not detect the flow sensors preventing mechanical ventilation, 1 unit reported for a malfunction resulting the loss of all ventilation modes. These reports were received from various sources. Of the 24 events, 12 did not involve a patient, and 12 did involve a patient. There was no patient information available.